Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to become forward firing at 126,101 joules of use. The case was completed suing the first fiber; no additional fiber(s) were required to complete the case. There was no injury reported.

Manufacturer narrative:
(B)(4).